Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. No stuck buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched the display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot and cracked display window at bottom right side corner.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The buttons kept getting stuck. The customer was unable to rewind the insulin pump and put in their carbohydrates because the insulin pump was not working. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.